Manufacturer narrative:
The device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on march 4, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced inflammation at the incision site and subsequently treated with oral antibiotics (date and duration not reported). This report is submitted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on april 8, 2021.

Event description:
Per the clinic, the patient developed an infection at the incision site, and was treated with a topical antibiotic. The implanted device remains.